Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: "I was retrograde through a septal collateral into the distal rca. The turnpike stalled. I tried to remove the catheter and realized the shaft had broken approximately 12cm from the tip. I was able to retrieve the broken device. No harm came to the patient. The broken device was sent to supply to escalate the incident."additional information: "turnpike stalled it wasn't stuck. I was retrograde through a lad septal into distal rca with tp. Pilot 200 wire knuckled through tp into mid rca. Shaft separated about 12cm from tip. I was able to trap the distal shaft with a balloon in a guidliner passed on a separate wire."

Event description:
It was reported that: "I was retrograde through a septal collateral into the distal rca. The turnpike stalled. I tried to remove the catheter and realized the shaft had broken approximately 12cm from the tip. I was able to retrieve the broken device. No harm came to the patient. The broken device was sent to supply to escalate the incident." Additional information: "turnpike stalled it wasn't stuck. I was retrograde through a lad septal into distal rca with tp. Pilot 200 wire knuckled through tp into mid rca. Shaft separated about 12cm from tip. I was able to trap the distal shaft with a balloon in a guidliner passed on a separate wire."

Manufacturer narrative:
(B)(4). One-unit of turnpike was returned to teleflex for evaluation in two pieces. Blood particulates were noted on the unit. Unit was decontaminated and inspected. 1st piece measurement (shaft to distal tip): 11.6 cm. 2nd piece measurement (shaft to shaft distal - point of separation): 130.5 cm. Severe shaft damages were observed along the length of the shaft for piece 1. Damages include excess torque damage, kinks, and coil damages. Turnpike was locked onto the guidewire. A DHR review was completed for lot 73b2401018, and no issues or nonconformities were noted. Case details were reviewed. Damages are likely to have occurred during use in the procedure when torqued against resistance. The IFU states the following warning and precaution: never advance, withdraw, or rotate an intravascular device against resistance until the cause of the resistance is determined by f luoroscopy. Movement of the catheter or guidewire against resistance may result in separation of the catheter or guidewire tip, other device damage, or vessel injury. Do not rotate the catheter more than two (2) consecutive 360 rotations in either direction if the distal tip is not also rotating and advancing, as it may result in separation of the catheter, damage to the catheter, or vessel injury exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage, bending, or kinking. Additional information was requested. A response was received. Turnpike was used in a retrograde case from lad septal to distal rca. Pilot wire knuckled through turnpike into mid rca. Shaft separated. The distal shaft was trapped with a balloon in the guideliner. The piece was removed. Small septal perforation was noted but inconsequential. Procedure was successful. Patient is well. Based on product evaluation, excessive torquing would lead to severe shaft damages and/or separation. A manufacturing record review was completed and no related nonconformances were found. Based on the information, the most likely root cause of the issue is user error. The der process will continue to monitor for any similar events.